Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostic issue. No intervention was performed and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient presented remotely via (B)(6). Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) recorded inappropriate atrial fibrillation due to premature atrial contractions. No intervention was performed and the patient's condition was unknown.